Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio was unable to isolate the cause of the reported issue; however, after testing multiple components device operation was restored. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.